Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) had recharging issues. The ipg was unable to hold the charge and the increase in recharging issue was gradual. Programming changes were made however the issue was not resolved. Device was explanted, and a new device was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.